Event description:
It was reported that the lift column on the 9800 system is not functioning as expeced (problem). No additional info. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to replace the lift power supply. Twenty four (24v) power supply replaced. The system was tested and found to be working as intended and placed back into service.